Event description:
It was reported that the pump required multiple button presses for a response and the buttons would stick and scroll. He stated that the keypad is not peeling, but the printing on the ok button is fading. The patient claimed that the pump has not gotten wet. The patient indicated that he has monitored his boluses and confirmed that the delivery has been correct.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation has been completed, a supplemental report will be filed.